Event description:
The customer reported that the system was not functioning. This resulted in no live image being displayed. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery was replaced during the service call. The system was tested and found to be working as intended and put back into service.